Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was fractured. The rv lead was abandoned. Additional information received that the fracture was verified visually. The lead was broken near the connection. The distal wire was completely broken, while in the proximal wire the coating (silicone) was broken. Further, shock impedance was greater than 125 ohms was noted prior to the procedure. A surgical intervention was performed to determine where the fracture was located. No additional adverse patient effects were reported.